Manufacturer narrative:
The priming technician during initial product evaluation, post-training, did not follow directions for use for priming. Monitoring and discovery of air was by physician using the device. Air was discovered during the case after several injections were performed. Osprey medical representative confirmed root cause at time of the event. User error is not exempt from MDR filing. No device malfunction occured. The instructions for use and additional priming info card adequately instruct the user to invert the chamber during priming. The product risk assessment was reviewed and the benefit risk profile of the device is unchanged as a result of this event and there is not increased likelihood of an adverse event. Device user error.

Event description:
During product evaluation, user priming device did not follow instructions for use (written and verbal) for priming of the device and did not properly invert the chamber to concentrate air for removal. During use of the device, a small air bubble was noticed in the reservoir after several injections had occurred. The device was then turned off to the patient fluid pathway and case proceeded with out the device. No procedural delay occurred.